Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to the reported swelling near the insertion site was unconfirmed since no leak could be replicated within the device. One 4fr single-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A non-vad injection cap was attached to the solo connector. Residue that was consistent with a dressing remained on the extension leg molded wing and proximal end of the catheter tubing. The catheter extended to the 38cm depth mark. A functional test revealed no breaches in any part of the catheter. Since no leaks could be replicated in the device, the complaint was unconfirmed. A lot history review (lhr) of redn1207 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while flushing the PICC with saline swelling was noted on the upper arm near the insertion site. The patient was sent for a linogram, however nothing showed up. The PICC was removed. A new PICC was then inserted on the same day with no issues.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1207 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that while flushing the PICC with saline swelling was noted on the upper arm near the insertion site. The patient was sent for a linogram, however nothing showed up. The PICC was removed. A new PICC was then inserted on the same day with no issues.